Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of cervicitis, depression, neurocardiogenic syncope, cesarean section, asthma, vomiting, headache, hypotension, iron deficiency anemia and menorrhagia. On (B)(6) 2015,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomies). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: gross examination: endometrium/myometrium: a silver coiled wire is noted in the left cornu/fallopian tube. Left fallopian tube: the left fallopian tube is 6.5 cm in length and up to 0.5 cm in diameter. A silver metallic coiled wire/intrauterine device is noted in the proximal portion of the left fallopian tube. No. Discrete lesions are identified. Right fallopian tube: the right fallopian tube is 5.8 cm in length and 0.6 cm in diameter. No discrete lesions are identified. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of cervicitis, depression, neurocardiogenic syncope, cesarean section, asthma, vomiting, headache, hypotension, iron deficiency anemia and menorrhagia. On (B)(6) 2015, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomies). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: gross examination: endometrium/myometrium: a silver coiled wire is noted in the left cornu/fallopian tube. Left fallopian tube: the left fallopian tube is 6.5 cm in length and up to 0.5 cm in diameter. A silver metallic coiled wire/intrauterine device is noted in the proximal portion of the left fallopian tube. No discrete lesions are identified. Right fallopian tube: the right fallopian tube is 5.8 cm in length and 0.6 cm in diameter. No discrete lesions are identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.